Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A preventative maintenance (pm1) was performed and the vacuum pump oil, catalytic decomp filter, and oil mist filter were replaced. Unit meets specifications and was returned to service on (B)(6) 2014.

Event description:
An international customer reported an event of a "smell" (odor) emitting from the sterrad® 50 sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Manufacturer date: 09/29/2005. Conclusion: based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). ¿ the DHR was reviewed and indicated no anomalies which could have contributed the customer's experienced issue. The unit met all specifications at the time of release. ¿ the service history for this unit for the past six months (03/08/2014 to 09/04/2014) did not identify any significant trend. ¿ the trend for the product malfunction code of odor/smells was analyzed from 11/2013 to 10/2014 and identified a breach and is addressed in a CAPA. ¿ the fmea revealed the risk is at an acceptable level. ¿ the shuma indicates the risk is broadly acceptable for moderate level injury or exposure and as low as reasonably practicable for mild (limited) exposure to odor or odorants. ¿ CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. No parts were available for analysis. The complaint is not confirmed. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.